Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin leaked, and the reservoir as well the reservoir compartment was wet. However, the caller was not sure if leaked past the o-rings. The customer experienced high blood glucose. No further information was provided.